Event description:
It was reported by the aci clinical specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician could not shuttle the sealant because the device jammed. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. No further information is available.

Manufacturer narrative:
The device was returned for device jam; however, the device was returned with note stating "defective tip". The sealant was returned in manufactured position (never deployed). Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The sealant sleeve was displaced and sliding on the polyimide shaft. The balloon had evidence of blood which likely indicated device insertion into a procedural catheter. An attempt to inflate the balloon from the returned device with fluid to determine if there was any presence of leak in the balloon, noted that the catheter lumen was blocked, probably by contrast. Visual inspection of the balloon did not reveal a tear, the cause of the reported event could not be determined. The review of the lhr (lot f1228601) indicated that the mynx device met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported device failure was not confirmed and the root cause could not be determined.